Event description:
It was reported that during the attempted implant of a transcatheter valve, upon deployment to the point of no recapture (ponr), hypotension was observed and the valve was recaptured. An echocardiogram was performed that revealed an increase in mitral regurgitation (mr). Subsequently, the delivery catheter system (dcs) was removed, the left ventricular guidewire was repositioned, and the position of placement was changed. Subsequently, the patient's blood pressure recovered. A new valve was used to complete the procedure without any further issues. A post-operative echocardiogram was performed that revealed no significant increase in mitral regurgitation compared to the pre-operative level.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-23 (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a product ID gwbc30 (lot: 92206883); product type: 0193-guidewire; implant date n/a; explant date n/a product ID evolutfx-23 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1. B2. B5. Added second paragraph. H1. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon deployment to the point of no recapture (ponr), hypotension was observed and the valve was recaptured. An echocardiogram was performed that revealed an increase in mitral regurgitation (mr). Subsequently, the delivery catheter system (dcs) was removed, the left ventricular guidewire was repositioned, and the position of placement was changed. Subsequently, the patient's blood pressure recovered. A new valve was used to complete the procedure without any further issues. A post-operative echocardiogram was performed that revealed no significant increase in mitral regurgitation compared to the pre-operative level. Additional information was received indicating that the severity of the mitral regurgitation when the increase was observed was severe. The regurgitation had decreased to mild on the post-operative echocardiogram.

Manufacturer narrative:
Corrected data: h6. Added a01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.